Manufacturer narrative:
Other, other text: returned device was received with a broken frequency knob, damaged front panel and damaged battery holder compartment. Housing near battery holder is cracked. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac malfunctioned with no alarms or lights. No adverse patient events reported.